Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an elastic ligation procedure performed on (B)(6) 2025. At the time of firing during the procedure, the bands were retained inside the kit. The procedure was completed with a different device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.